Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. One (1) 8 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the hemostasis sheath, carrier tube, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The temperature dot on the header bag is activated. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock, deploying the anchor. The device is then set to rear lock, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen, and tamper tube. The returned device was assembled, appeared to be used, and contained the anchor in the distal tip. The device was able to be successfully deployed during functional testing. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A2: date of birth: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal device was used to achieve hemostasis of the right cfa. After inserting the device into the insertion sheath and completely fitting the device cap, the device was pulled back. However, the device was removed from the patient without the anchor being placed; therefore, shuttling occurred. Since it was impossible to continue using the device, manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The type of procedure was hemostasis. The blood loss was less than 250cc. The physician commented that the tip of the insertion sheath may have become deformed, which prevented the anchor from being placed. The procedure before deploying the device was permeant peacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was the right common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the angio-seal.